Event description:
It was reported that, during a procedure, the smoke pencil caused a small burn on the patient. As soon as the nurse plugged in the pencil, it was activated. The nurse threw the pencil away as soon as the procedure was completed. The patient had a first degree burn on their lower abdomen. No treatment was provided or expected to be needed. There was no infection of the burn. No permanent damage is expected. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The quality investigation is complete. Device discarded.